Event description:
A report from (B)(6) stated that a malfunction occurred with a hi-lo trach tube. The customer reported that prior to pt use, the first cuff check passed. However, after applying the xylocaine jelly on the tube, air did not inflate the cuff. There was no pt involvement.

Manufacturer narrative:
One sample of hi-lo endotracheal tube was received for evaluation. An inflation/deflation test was performed, using a syringe. 25cc of air was applied to the cuff. The cuff was observed to deflate immediately. Visual inspection revealed a cut, measuring 0.151 inches, in the cuff. The failure mode was confirmed in the received sample. Manufacturing controls were verified and found appropriately implemented. (B)(4).

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. (B)(6).